Event description:
It was reported that a small volume infusor leaked from an unspecified location. No bladder ruptured was observed. This issue was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured on september 17, 2021- september 18, 2021. H10: the device was received for evaluation. A visual inspection was done which observed fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be an untightened blue winged cap.the cap thread was not exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the unit with green color water and making sure the blue cap was securely hand tightened by manually rotating the cap until the cap could not be rotated further. Thereafter, the unit was monitored until the next day. The next day, no signs of leak were observed. The reported condition was verified. The cause of the condition could not be determined; however, the cause was potentially due to a use error by not securely tightening the blue winged cap. The product label, instructions for use, indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.